Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined tandem technical support's offer to perform a pump system check. Reportedly, customer changed out pump supplies and resumed insulin delivery. Customer required no further assistance. Customer's blood glucose was 97 mg/dl.